Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse effect to customer's blood glucose levels. Customer changed cartridge and was able to successfully resume insulin delivery.